Event description:
A homecare pt was being fed using a pump. An unknown amount of an enteral feeding solution was hung, and the pump was set to deliver 60 ml/hr. Reporter stated the entire feeding was delivered in 9 hours instead of 18 hours. Reporter believes the pt was admitted to the hospital with aspiration pneumonia. One pt involved.